Manufacturer narrative:
The device was requested but has not been returned to the manufacturer. The meter DHR has been referenced and the meter left the factory within specification. The test strip lot DHR was referenced and the lot cleared qc for release. This is the first accuracy complaint for this lot. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided the root cause of the discrepant values cannot be determined. Environmental factors, medical conditions, and testing practices could have contributed. Differing technology between brands could have caused the discrepant values. The times between measurements are not known. Insulin, diet, exercise and health could have contributed to the reported symptoms. No corrective action will be performed as system failure could not be confirmed. This complaint will continue to be trended.

Event description:
Customer called in because she is getting results that are too high, and not consistent with her symptoms. The customer has a (B)(4) meter she has been using and compared the results from this morning around 9am, from each meter. Does not have control solution. (B)(6) meter (87 mg/dl) , customer felt low, sweaty, (B)(4) meter (57 mg/dl) (B)(6) meter (117 mg/dl), (B)(4) meter (82mg/dl) went over proper testing techniques. She said she had been using this meter for several weeks with it not testing accurately. No medical intervention or hospitalization was reported.

Manufacturer narrative:
The device was requested and has been returned to the manufacturer. Confirmation testing found the meter to be operating within specification. The test strip lot DHR was referenced and the lot cleared qc for release. This is the first accuracy complaint for this lot. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the discrepant values cannot be determined. Environmental factors, medical conditions, and testing practices could have contributed. Differing technology between brands could have caused the discrepant values. The times between measurements are not known. Insulin, diet, exercise and health could have contributed to the reported symptoms. No corrective action will be performed as system failure could not be confirmed. This complaint will continue to be trended. These updates do not change the decision for no corrective action.